Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement greater than 128 ohms. Technical services (ts) discussed differences between daily measurements and actual shock delivery, recommended considering raising upper limit for out of range trigger to 150 ohms. This crtd remains in service. No adverse patient effects were reported.